Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at the time of the call was 311mg/dl. The customer stated that her glucose level was unk and she was not conscious when she was admitted. The customer stated that the insulin pump did not alarm when she was getting low. The customer stated that she changed the infusion set the night before the event. Troubleshooting was performed. The time and programming on the device were correct. The amount left in the reservoir matches to the status screen. A replacement of the insulin pump was requested. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.